Event description:
Contact reports that the surgeon decided to revise position of the charite artificial disc. The charite was removed and not re-implanted due to limited exposure. The surgeon used the pateint at this level.